Manufacturer narrative:
Additional information: additional information was received reporting that the affected eye was the right eye and the lens was fully inserted and removed and replaced in the same procedure. Another johnson and johnson lens was implanted as replacement (same model, same diopter). There was no incision enlargement, unplanned suture, or unplanned vitrectomy required. The patient¿s date of birth is jul 07, 1948. Surgeon's name (initial reporter) is "brs". Section a2: date of birth: (B)(6) 1948. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 20, 2023. Section h3: evaluated by manufacturer: yes. Section h6: health effect - impact code: code 4631 - more complex surgery. Device evaluation: the complaint lens was received cut in half with one half of the lens missing. No additional defects were observed before and after cleaning the lens. Plunger rod damage (bent) was observed on the handpiece and no additional defects and assembly issues were observed before and after disassembling the handpiece. The complaint issue was not confirmed. The additional observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Corrected data: upon further review it was noted that "g4" field which should have been populated with "no" was inadvertently left blank on the initial MDR; therefore, the information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: section g4: combination product: no. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as there was no indication that the lens was implanted. If explanted, give date: not applicable, as there was no indication that the lens was implanted. Multiple attempts were made to obtain additional information regarding the event; however, no additional information was available. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed one other complaint for this production order number has been received, however the complaint issues reported are not related. No escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a lens defect. There was patient contact. No further information was provided.